Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported staying at the hospital for (B)(6), and he sounds confused. Advised the customer call the nurse to check up with him. Then the nurse checked his blood glucose of 39mg/dl. The nurse gave him juice to bring his glucose level up. The nurse stated that the customer gave a bolus earlier and looks like he was confused on how the insulin pump works. The nurse stated that the insulin pump will be removed until the trainer come to the hospital. No further info was provided.